Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a gynecology procedure, the suture broke while knotting. The second device was used but the needle broke while inserting. The part fell into the patient's cavity and was retrieved. The procedure was completed with another device. There was no patient injury.